Manufacturer narrative:
This is a supplemental report to correct the initial MDR. This supplemental report is to inform that upon further review this is not a reportable malfunction, per legal manufacturer investigation.

Manufacturer narrative:
The device was returned for annual inspection as part of the asset return process. In addition to the reportable findings documented in b5, foreign material on forceps elevator and on connecting tube, non-reportable findings found during evaluation are as follows; the play of upward/downward knob was out of the standard value due to wear of angle wire, video cable had a scratch, light guide cover glass had a scratch, universal cord had a scratch, adhesive on bending section cover is detached, bending angle in down direction did not meet the standard value due to wear of angle wire, and connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that foreign material was found on forceps elevator and on connecting tube. This report is being submitted for the reportable malfunctions found during evaluation. There was no patient involvement.